Event description:
It was reported that during a procedure the "fiber cap detachment while inside of the pt. All pieces retrieved". Case was completed with a second fiber. The outcome was reported as "no pt injury".